Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded serial number label, pillowing keypad overlay, and scratched keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a premierpro alkaline battery installed at 1.375 volts. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 21-apr-2024 in the pump history file. (B)(6) 2024 12:45:46.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.1 bolusamountdelivered = 5.1 (B)(6) 2024 18:20:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.9 bolusamountdelivered = 8.9 please see below for the daily total of all insulin delivered on the event date 21-apr-2024 in the pump history file. 04/22/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 04/21/2024 00:00:00.000 dailytotalofallinsulindelivered = 58.95 dailytotalofbasalinsulindelivered = 44.95 dailytotalofbolusinsulindelivered = 14 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 21-apr-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 499 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay, manual injection/insulin pen. The event involved product(s) mmt-397a, mmt-332a, mmt-1715k. Troubleshooting was declined by the customer. Customer was using the insulin pump system within 48 hours of the reported event. It was unknow whether auto mode feature was active at the time of the event. No further patient complications were reported. Customer will discontinue the use of the insulin pump. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.